Event description:
The customer reported that the avea ventilator display is blank, unit turns on but no display. Furthermore, there is no patient involvement with the incident.

Manufacturer narrative:
Vyaire medical identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.